Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set bent cannula event on (B)(6) 2026. The patient's blood glucose level rise to 401 mg/dl, and symptoms included confusion, disorientation, dizziness, distress, malaise, and shaking/tremors. These were moderate symptoms of dka, which the patient treated by changing supplies. No further information available.